Event description:
It was reported that the pt had a neurostimulator implanted for pain. The stimulator was initially successful. However, the pt contracted "golden staph" while in the hospital, and the device was explanted. It was also reported that the pt was walking when he entered the hosp, but was in a wheelchair when he was released and suffering from leg spasms and spasticity.